Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery via 9fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the physician punctured through the inguinal ligament. After deployment, the needles got "distracted" during removal of the needles. The physician sees no issue with the device. A second prostar xl device was used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the prostar xl instructions for use, states: do not use the prostar xl pvs system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the tissue damage and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates no treatment for the punctured inguinal ligament was performed. No additional information was provided.